Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's healthcare provider had changed the basal rate setting from 3 to 4 units. A few days later, the customer experienced intermittent low blood glucose (bg) levels (49 mg/dl at the lowest) and carbohydrates, soda, and candy were consumed to address the low bg. The customer's bg was currently at 98 mg/dl and stable. The customer discussed the basal rate setting with a healthcare provider and the rate was being set back to 3 units.